Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not received for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was mildly tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. However, upon inflation at 6 atmospheres, the balloon ruptured at 6 atmospheres. The procedure was completed with a 5-40 non-bsc balloon catheter. No patient complications were reported ad patient's status was good.